Event description:
It was reported by service report that the fowler would not move up or down on the stretcher and the stretcher was drifting down. It is unknown if there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Evaluation result: fowler, foot section ribbing, gas spring trip bracket.